Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, (B)(6) 2004, and on (B)(6) 2006 and mesh were implanted due to stress urinary incontinence and pelvic organ prolapse. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that on (B)(6) 2004 patient underwent partial excision of sling. No additional information was provided.

Manufacturer narrative:
(B)(4).